Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report a blank display on the insulin pump. Customer stated that the pump is not functional at all. Customer replaced the battery and the issue was not resolved. Customer called to report that the insulin pump excessively alarmed unexpected restart, battery out limit and off no power. Customer's blood glucose levels were not included in the report. Customer declined to troubleshoot for the alarms. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.